Manufacturer narrative:
Follow-up # 1 ¿ (12/22/2014). The patient¿s meter has been returned on 11/17/2014 and evaluated by lifescan product analysis on 12/10/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 2 contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 at 7:15 am. The patient manages their diabetes with insulin (type and dose unknown) and it is not known if they took any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient did not develop any symptoms as a result of the product issue, but stated that they e-mailed their doctor for advice at ¿7:55 am¿ the same morning. The cca documented that the patient tested their blood glucose on a ¿freestyle¿ meter at an unknown time, and obtained a blood glucose result of ¿240 mg/dl¿. At the time of troubleshooting the cca noted that the correct testing technique was being used by the patient and the issue could not be resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.